Event description:
The customer called and reported the insulin pump was alarming with battery out limit, despite replacing out the battery cap. Customer stated the battery was in the insulin pump the whole time and the device alarmed during normal use. She further stated when she would put a new battery in, there was an empty battery icon and she put six new batteries in. Customer then confirmed the battery cap was properly aligned and the battery icon showed a full battery. The customer wished to end the conversation.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.